Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found in the tubing. No further information was available.